Manufacturer narrative:
The hill-rom tech found a broken pin inside communication cable causing the bed not to communicate at nurse station. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not alert at nurse station. The bed was located at the account (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).